Event description:
The distributor contacted animas on (B)(6) 2013 and reported lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 05/21/2013 device evaluation: on examination, the lens film was noted to have multiple scuffs and scratches. On testing, the display was fully functional and fully illuminated with no signs of extrinsic lines visible on the display. Investigation was unable to confirm or duplicate the complaint.